Event description:
It was reported that the implant was placed 4 years ago and is now showing superficially on the patient's nose. A revision procedure has been planned to remove the original implant.